Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump and her blood glucose was 426 mg/dl. Troubleshooting was performed and it was found the insulin pump was working as designed, after the reservoir and infusion set were disconnected and reconnected. Insulin exited the tubing and the insulin pump did not alarm. The customer attempted a bolus delivery and received another no delivery alarm. She had not changed out the site location, and proceeded to do so. The customer successfully delivered insulin, performed a self-test and the self-test was passed. Nothing further was reported.